Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was over 400 mg/dl. They reported that they treated high blood glucose level with bolus and manual injections. They did not mention any symptom related to high blood glucose level. The insulin pump will not be returned and the infusion set will be returned for analysis.